Event description:
A patient called gore customer service and reported that they had a 25 mm gore® cardioform septal occluder implant (implant date of (B)(6) 2020). The patient further reported that they are still having strokes and the device is part of the reason her vision is impaired. Further information provided by the patient suggests neurologist confirmed strokes and transient ischemic attacks. Additionally, a septal shunt was noted (transcranial doppler showed bubbles suggesting a septal shunt). To date, gore does not have confirmation that the shunting is device related.

Manufacturer narrative:
The gore® cardioform septal occluder instructions for use note stroke or tia as a potential device or procedure related event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.